Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with cracked case at display window corners, reservoir tube, reservoir tube window, reservoir tube lip and battery tube threads and minor scratched display window.

Event description:
It was reported that the customer has experienced high blood glucose in the 500 mg/dl range and low blood glucose around 50 mg/dl. Customer has received multiple no delivery alarms and the insulin pump had some cracks; two coming from the screen left hand corner and right but not on the screen and another crack is between the b button and esc button going towards the reservoir compartment. During troubleshoot; it was stated the drive support cap is recessed. Customer stated there might be two or three really small air bubbles. No insulin leak was found. Insulin did exit the tubing with manual prime. Date was incorrect. Basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. The cannula on the infusion set was not bent or occluded. Current blood glucose value was 244 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as the device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn as this time.